Manufacturer narrative:
(B)(4). Conclusion not yet available, the sample is currently in transit to the manufacturing site for analysis. Ref related medwatch report 2936999-2014-00170.

Event description:
Caller (father of patient) reported the valve in the new blue pilot balloon on the tracheostomy tube started leaking after several days of use. Caller used a pilot balloon replacement kit which does not require removal of the trach. There was no patient harm with this incident.